Event description:
Report rec'd of a pt death while the pump was in use. The pt was admitted for congestive heart failure. The pt was transferred to the neuro floor for an unspecified diagnosis where pt "began to deteriorate". The pt was then transferred to telemetry for management of hypotension and bradycardia and continued to "deteriorate from a suspected pulmonary embolism". The phsyician ordered 25000u/500ml heparin to be delivered at a continuous rate of 1000u/hr. Reportedly, the nurse attempted to program the pump but "she could not program the pump so she took the tubing out of the pump and ran the heparin, by gravity at a wide open rate". The nurse manager believed the nurse caring for the pt was trying to program the pump to deliver at 1000ml/hr instead of the intended 1000u/hr and the pump does not allow this high of a rate. The pt was then transferred to ICU where the pt expired. The cause of death was unspecified. Per the request of the pt's family, no autopsy was performed. The pt had a history of a pulmonary embolism which was previously treated with the implantation of a greenfield filter. The customer stated she "does not believe this was an issue with the pump but a nursing issue". Though requested, no further info was available.